Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, heavily tortuous anterior tibial artery. The 1.5x15 mm mini trek balloon dilatation catheter (bdc) was advanced without issue to the target lesion for pre-dilatation. Pre-dilatation was performed and during removal of the bdc, resistance was felt with the anatomy. The bdc was able to be removed. The procedure was completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.